Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a zelantedvt thrombectomy system with no other devices. The device was bloody, inside and out. The pump, shaft, and tip were microscopically examined and visually inspected. Inspection found no irregularities or defects. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the ilio-femoral vein. The catheter was primed. Aspiration was initiated inside the patient. After 12 seconds, an error message displayed and the device had to be reset. The device was reset and was able to be used for a few more seconds, but then a different error displayed. The device was removed from the patient and re-primed. The device was placed back into the body and they got another error. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the ilio-femoral vein. The catheter was primed. Aspiration was initiated inside the patient. After 12 seconds, an error message displayed and the device had to be reset. The device was reset and was able to be used for a few more seconds, but then a different error displayed. The device was removed from the patient and re-primed. The device was placed back into the body and they got another error. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine.